Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is october 19, 2015.

Event description:
Boston scientific received information that approximately one month post an uncomplicated implant, the patient with this device, whom was already hospitalized for an undisclosed reason, received inappropriate shock therapy during the evening. An interrogation suggested the shocks were due to a shifting baseline, on account of air entrapment within the pocket. As the patient was already under medical care, it was elected to deactivate the system and monitor externally. X-ray imaging and data was then forwarded to boston scientific's technical services (ts) for review. Artifact and noise was confirmed present on all vectors post implant, with post implant data. Additionally, ts recommended high resolution imaging to confirm complete lead pin insertion into the device header, as historically air entrapment would typically dissipate few hours/days post-implant; however, in this case, noise was still present and quite evident with patient postural movements. Additional imaging was received and reviewed showing pin insertion as intended. Ts was unable to conclusively determine root cause of the oversensing; however, further review has confirmed air entrapment resolved and no longer impacting system sensing. Final engineering analysis does exclude the main concern regarding lead mechanical integrity, as noise morphology appears to be more related to myopotential noise and also reproduced by specific postural movements. The final assessment received, reported a continuation of low r-waves and noise only with postural movements. The device is passing in all vectors at this time.